Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo. However, further analysis of the photo revealed that the pictured kit packaging was not consistent with the reported finished good. The reported kit is composed of a contour tray, which is a rigid tray, and the pictured kit is of a pre-formed pouch packaging which enables more flexibility. Therefore, kinking of the reported guide wire as a part of this complaint could not be confirmed. Additionally, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "bent guide is evident when removed from the case or holder." There was no patient involvement.

Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported "bent guide is evident when removed from the case or holder." There was no patient involvement.